Manufacturer narrative:
To date, the device has not been returned. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the video system center had no power, and was not turning on. The issue occurred during preparation for use for an unspecified procedure. There were no reports of patient harm.

Event description:
Additionally, during device evaluation the no image was displayed with 180 type scopes.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. (Initial aware date should be 07-mar-2024), (additional code was required). A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over ten (10) years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer reportable malfunction was not confirmed; however, during device evaluation the no image was displayed with 180 type scopes malfunction was confirmed. For the no power-turning on malfunction, a definitive root cause was not identified, however based on the results of the investigation, the probable cause of the malfunctions could not be identified. For the no image malfunction, a definitive root cause was not identified, however based on the results of the investigation, the probable cause of the malfunctions would likely be related to a circuit board failure also stress such as heat and humidity affected to circuit board. Three attempts were made to obtain additional information regarding the reported event, but no response was received from the customer. Olympus will continue to monitor field performance for this device.